Event description:
A report was received that the patient¿s ipg was not taking a charge. The physician believes that the pocket was too deep. The patient underwent a revision procedure wherein the pocket site was relocated. The patient was able to charge and was doing well postoperatively.